Event description:
The customer reported to olympus the endoeye flex deflectable videoscope had a scratch on the bending section cover. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive around the objective lens was peeled which, is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scratch on the bending section cover due to physical stress. Upon further inspection, it was observed that the adhesive around the objective lens was peeled due to chemical or physical stress. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the image had white dots due to damage on the charge-coupled device unit. It was observed that the video connector had a crack due to a handling problem. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: right-left lever, video connector, video connector case, light guide cover glass, light guide connector, lock engagement lever, right-left plate, up-down plate, switch 1, grip, control unit and on the angulation lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.